Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open rash under the garments. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed benadryl cream for the skin irritation. Follow up indication that the patient's skin irritation improved.